Manufacturer narrative:
The hillrom technician found the siderail cable and the left caregiver control needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail cable and left caregiver control to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head of the bed was going up and down by itself unintentionally. The bed was located in the bedshop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).